Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic for a routine device checkup, an alert for upper out of range high voltage lead impedance was delivered by the device. Defibrillation threshold testing and device programming were recommended. No further information is available.